Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Explanting physician reported capsular contracture (baker grade iii-IV), diagnosed by mrt/ CT/ palpation and redness, swelling, pain and deformation. The device will be explanted and replaced with non-allergan device. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: al and microscopic analysis of the returned device identified: red particles, around 0-25% of the shell is missing, broken shell with striated edge, broken shell with sharp edge (a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with striated edge assessed as surgical damage. Broken shell with sharp edge assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive.

Event description:
The device has been explanted.

Event description:
Patient representative reported rupture.